Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: call service 064-0001 alarms (occlusion during prime) were observed in the black box. The returned battery cap was used for investigation. The rewind, load and prime steps were successfully performed on the pump. The pump was exercised for 24 hours with no alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service alarm issue. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump was not required to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).